Event description:
The manufacturer received information alleging the front cabinet of an everflo device was burnt. The device was not known to be in use on a patient at the time of the occurrence. The everflo device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's front cabinet was burned, sieves were clogged, and the inlet filter needs be replaced due to preventive maintenance. The root cause isn't confirmed at this time. The manufacturer's investigation is ongoing. If new additional information is received a follow-up report will be submitted.